Event description:
It was reported that the pump generated an alert 38 for consecutive stalled motor, and during a guided dry run the user observed insulin leaking when removing the cartridge from the chamber. The user then replaced the supplies and cleared the alert, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified during troubleshooting, with the device problem characterized as failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.